Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a sudden loss of stimulation and therapeutic effect, and less than 50% therapy relief. A spinal cord stimulator (scs) check was scheduled for (B)(6). Diagnostic testing and troubleshooting would be performed in the future. It was noted that stimulation stopped working after the patient changed the batteries out in her patient programmer (pp). With reprogramming up and down the lead, the manufacturing representative (rep) could only create some bands of stimulation across the low back, but nothing in the legs, which was the target area for stimulation. It was noted that the patient suffered a severe shock in the past when plugging in an appliance in the presence of water, which caused her to burn her fingertips and the patient felt a shocking all over her body. The patient could not recall the timing of this but the patient reported that the timing of this was not related to her change in stimulation therapy. Impedances of 663-825 were noted and other was within normal range. There were no falls or trauma. No cause had been discovered and the healthcare provider (hcp) had ordered x-rays.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97740, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 3887-33, lot# l58928, implanted: (B)(6) 1998, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s replacement patient programmer (pp) worked for only a couple of days after she received it. The pp would then not power up. It was confirmed the patient was using brand new (B)(6) alkaline batteries. Later it was reported that the patient received her replacement programmer about a week prior to report. The patient programmer still would not turn on. The patient noted that the patient programmer will find the device but it would not turn the implantable neurostimulator (ins) on. The patient stated that she could turn it up and down. The patient stated that she could not feel stimulation. The patient had a follow up appointment with the healthcare professional (hcp) on (B)(6) 2015. Upon return of the patient programmer analysis cleaned the antenna jack. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.